Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed no anomaly found. Only the pump was returned for analysis. As received the pump was in the "off" state. For testing purposes, lab software was used and the pump was taken out of the off state. Pump memory logs were gathered. The pump was empty when received; 10 ml rinse was performed. The 10 ml fluid was clear when removed from the pump. Dispense and infusion accuracy testing was performed at half full and full volume at body temperature. These tests passed dispense and infusion accuracy testing. An infusion accuracy test was also performed at an elevated temperature to "stress" the pump. This test also passed infusion accuracy testing. Visual analysis of the septum and top shield were done. The septum did not leak during analysis or show any signs of damage. The pump was also monitored during the analysis process for "vibration". No vibration noted during analysis. Destructive analysis was performed. The septum was removed and underneath the septum in the fill port area was some slight residue near the fluid port that leads from the reservoir. The reservoir bellows was also opened up to view the fluid containment area of the pump, no residues found. Some moisture droplets and residue staining found throughout the inside of the pump, this is not un-common to see in returned pumps with an implant duration of approximately 66 months. The pump tube, when subjectively compared (visual inspection) to a pump tube with no exposure to drug and pump head mechanical movement shows signs of some wear, residue on the side wall surface. Conclusion: testing and analysis in lab conditions found no significant issues with pump performance.

Event description:
Additional information: the pump was being replaced. During the pump replacement procedure, the catheter didn¿t aspirate. The new pump was primed and then a modified bridge was done; the physician was lowering the new drug dose and concentration of the hydromorphone. The patient was admitted for observation and labs drawn showed an elevated white blood cell count of approximately 40,000. The physician also suspected that the patient had a myocardial infarction during the night. The patient remained an inpatient. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the pump replacement procedure was canceled twice due to uti (urinary tract infection) before it was eventually done on (B)(6) 2013. The patient expired on (B)(6) 2013. The physician thought the patient¿s death was related to infection and a possible mi (myocardial infarction).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# n132174019, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported the drug in the pump was preservative-free hydromorphone 5.202 mg at 15 mg/ml. The cause of the event was due to the pump but the issue was unknown. The patient¿s symptoms were noted as the patient had not noticed any change in pain. The patient had an episode of confusion and incontinence on (B)(6) 2013.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that when the patient came in for a pump refill, the expected residual volume was 10.6 ml and the actual was "like 0.5 ml to 1 ml". The pump was interrogated and there were no pump alarms showing. The contents of the medication aspirated looked as though there was "dirt" in it. It was said that the contents did not appear to be dried blood. Reportedly, the physician thought it looked like remnants of a rubber stopper. The patient was reportedly very thin and accessing the port was not difficult. The last pump refill was (B)(6) 2013 and no issues were noted with the pump volume at that time. The patient was "really sick" on (B)(6) 2013, but at that time, the patient was directed to his family physician as it didn't correspond to anything with the pump. The patient intermittently noted that "about" ten days after a refill, he would get "really sleepy" and sleep for a day. The patient reportedly had "a lot of health problems" in which etiologies had not all been determined. The patient stated he's also had hot flashes and nausea for the last "couple of weeks" prior to this report date. A motor stall on (B)(6) 2013 was confirmed in the event log and was noted to have recovered after five minutes. The patient thought he'd heard the pump alarm once. A few days after this alarm, the patient felt the pump was vibrating. It only occurred once and didn't happen again. The patient's wife was also able to feel the vibrating and described it as though a cell phone was vibrating. The patient denied any hot tub usage, but did state he slept on a bed that was heated. However, the patient reported to have "always" slept on this. The patient wasn't sure he wanted to replace the pump. The pump was permanently turned off and the health care provider planned to manage the patient with oral medication. The pump was delivering hydromorphone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.